Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: the weight the device within specification, creases fold and red particles on the shell. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed and/or corrected data: b.5, d.6b, d.9, h.3, h.6.